Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The lens was not returned for evaluation. One retain sample from the same lot (7450802) was dimensionally inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the specific root cause of the event could not be determined. However, the surgeon indicated that the likely cause of the event was capsular bag was too small.

Event description:
Additional information received indicates the following: the patient's vision improved after lens exchange. The surgeon indicated that the likely cause of the event was "capsular bag too small." The pt's current status was reported as "excellent."

Event description:
It was reported that the patient complained of blurry vision and light sensitivity. Lens vaulting was noted approximately 7 days post implant. Lens reposition was attempted but was not successful. The lens was ultimately exchanged with a similar lens of different model. This event refers to patient's right eye. Additional information has been requested, but no additional information has been received.